Event description:
The customer provided an export of work orders that included alleged spacelabs healthcare product malfunctions. The following information was provided: the telemetry monitor was not working. The biomed identified that the issue was a frozen xhibit central station. The biomed reported that they performed a hard reboot and confirmed that following the reboot, the issue was resolved. The customer was unable to provide additional information about this event.